Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a rhizotomy procedure to cauterize nerves to help with back pain on friday. When the patient went to turn therapy back on following the procedure they encountered a message that the internal device lost all data. The patient texted the medtronic rep on friday and called them several times since and left messages but has not heard back from them. The patient stated their doctor had also tried to get in contact with them but not had any success. The patient mentioned the interstim helps them with bladder pain so they have been in pain without the therapy on. Patient services emailed field staff to request further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a rhizotomy procedure to cauterize nerves to help with back pain on friday. When the patient went to turn therapy back on following the procedure they encountered a message that the internal device lost all data. The patient texted the medtronic rep on friday and called them several times since and left messages but has not heard back from them. The patient stated their doctor had also tried to get in contact with them but not had any success. The patient mentioned the interstim helps them with bladder pain so they have been in pain without the therapy on. Patient services emailed field staff to request further assistance.